Event description:
Patient received a right primary attune tka to treat severe osteoarthritis with varus deformity and natural bone loss. The patella was resurfaced and depuy cement x 2 was utilized. Primary operative notes indicate the patient had naturally occurring severe degenerative joint damage including tibial varus deformity and tibial bone loss. The procedure was completed without complications. Patient received a right knee revision to loosening of the tibial tray. Upon entering the joint, chronic synovitis was identified and debrided. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The surgeon notes the tibial tray was in varus, which was due to the patient¿s morbid obesity and preexisting tibial deformity. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful right total knee replacement and loosening of the tibial tray at the cement to implant interface. Depuy cement was used. The implants are being kept by the hospital to turn in to legal representation for the patient. An attune rp tka replacement was used. Surgeon revised the right knee today and implanted a size 5 fb attune revision tibia with a 14mm x 80mm cemented stem and 16mm size 5 ps fb attune poly. He has concern with the original attune tibia baseplate and loosening. He believes s+ did remedy the design. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Right knee.